Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that the heater-cooler system 3t is no longer in use. Livanova (B)(4) has requested lab reports, however none have been provided at this time. The device was returned to livanova (B)(4) to undergo an additional deep disinfection procedure, which was completed successfully on february 8, 2017. Corrective actions are in progress for this type of issue.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The contaminated device has been returned to sorin group (B)(4) for investigation. The involved device underwent deep disinfection in (B)(6) 2015. Through follow-up communication with the customer, sorin group (B)(4) learned that the facility has performed the cleaning procedure according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium gordonae. There is no known patient involvement.